Manufacturer narrative:
(B)(4). Batch # r9211k. Investigation summary : the device was returned with no apparent damage. The device was connected to a gen11 and functionally tested. An alert screen was displayed and no further functional testing could be performed. The blade could not be functionally tested due to the returned condition of the instrument. The device was analyzed, and it was determined that it was used on more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. The device was disassembled to inspect the internal components and no anomalies were noted, related to the reported event. When the device was disassembled, it was found that there was a cracked internal component; the y-link. This device is packaged and sterilized for single use only. Multiple patient uses may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic esophagectomy, ¿replace instrument¿ was displayed soon after the ope had started, though the device did not touch metal. The generator was restarted and the device functioned for a while but the same error message was displayed. The blade tip was not broken off and no pieces fell into the patient. A gen11 was used. The generator was restarted and the same device was used to complete the case. There were no adverse consequences to the patient.